Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.